Manufacturer narrative:
Additional information was provided in b.5., d.9., d.10., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. The device was received loose in the product carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger is partially advanced outside the nozzle tip. The plunger tip is crushed. The plunger part outside the nozzle tip is also bent, this most likely was caused during the sample preparation shipment back to the manufacturing site. The lens was returned outside of the device wrapped in a transparent adhesive tape. The optic is cut in the centre. The complainant states the use of eyefill as viscoelastic, which is not qualified to be used with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens, inconsistent folding outcomes and potential complications during the implantation process. In addition to the above, during sample evaluation, plunger was observed not fully advanced, this may cause lens not to be able to release correctly from the nozzle causing potential implantation issues. As per the IFU, the lens should be inspected at the pause location prior implantation. The IFU states: visually inspect the lens to determine the position of the leading and trailing haptics. Verify that the plunger is in contact with the trailing optic edge. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the patient had to undergo further surgery for vitreous incarceration in the counter puncture following cataract surgery, during which posterior capsular rupture had occurred. There was no vitreous leakage at the end of the first procedure. This operation consisted of a posterior vitrectomy, washing of the anterior chamber, and dissection of the posterior hyaloid membrane. This second procedure was took place on (B)(6) 2025. The patient was doing well, and the second operation was uneventful.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens implant procedure large posterior capsular tear due to incorrect bending of the initial implant. The lens removed during initial procedure and company lens was placed in the sulcus without any particular incident. At the end of the procedure, there was no sign of vitreous encapsulation. Patient was discharged the same day. Additional information has been requested.